Event description:
A report was received the patient had pain and irritation beneath the skin at the splitter site as the patient is thin. The physician believes that the splitter was too large. The patient underwent revision wherein the splitter was replaced and the pocket site was relocated. The battery was relocated for the comfort on the patient. The patient was doing well following the procedure.

Event description:
A report was received the patient had pain and irritation beneath the skin at the splitter site as the patient is thin. The physician believes that the splitter was too large. The patient underwent revision wherein the splitter was replaced and the pocket site was relocated. The battery was relocated for the comfort on the patient. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: trial lead. Model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model #: sc-4316, serial #: (B)(4), description: clik anchor.

Manufacturer narrative:
Sc-2316-70, sn (B)(4): visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. Sc-3400-30, sn (B)(4): the splitter is intact and no parts of it missing. Sc-4316, lot # 15441969: the clik anchor is intact and no parts of it missing.

Event description:
A report was received the patient had pain and irritation beneath the skin at the splitter site as the patient is thin. The physician believes that the splitter was too large. The patient underwent revision wherein the splitter was replaced and the pocket site was relocated. The battery was relocated for the comfort on the patient. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1110-02, serial/lot: (B)(4), description: precision implantable pulse generator (ipg) additional information was received that the trial lead sc-2316-50e, (s/n (B)(4)) was not involved with this explant.